Manufacturer narrative:
(B)(6).

Event description:
It was reported that an unstable rotational speed and console display issue unoccurred. The 90% stenosed target lesion was located in the moderately calcified proximal left anterior descending artery. A 1.50mm rotalink plus and a rotablator console were selected. During the procedure, the rotational speed was set to 180, 000rpm but the maximum speed reached up to 200,000 rpm. In addition, abnormal sound was heard when the burr rotated. Subsequently, the rotational speed did not appear on the console. The device was simply pulled out from the patient. The procedure was completed on the third attempt with the same device. No patient complications were reported and the patient's condition post procedure is good.